Event description:
On 3/5/99, the surgeon informed the distributor's sales rep of the following: prior to implantation, the product was flushed and a leak was noted in the center. As a result, the device was not implanted. No further details were provided.